Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid via an implantable pump. Indication for use was spinal pain. The date of the event was 2010. (The date of the event was approximate). It was reported the patient experienced a gradual change in therapy. At the end of the 5 years the pump was implanted the healthcare provider (hcp) had a harder and harder time filling the pump. It was then decided to replace the pump.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.